Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Diffuse lamellar keratitis is a known complication of refractive laser surgery. Possible contributing factors include a reaction of the tissue due to surgery, and may be caused or intensified by contaminated instruments. The root cause could not be determined conclusively. (B)(4).

Event description:
A center director reported a patient with diffuse lamellar keratitis (dlk) of the left eye at one day post lasik procedure. Patient reported some sensitivity to light. Reporter indicated the patient was placed on an oral steroid and increased topical steroid eye drop dosage. Upon follow up, the reporter indicated the dlk has resolved.